Manufacturer narrative:
(B)(6).

Event description:
It was reported a failure to deploy t1 & t2 trigger mechanism not releasing especially on t2. No delay or patient injuries reported.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device reported on. This is related to a second complaint. Product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) difficulty with reaching the desired tissue location. 3) inadequate tissue conditions. 4) incomplete needle penetration through meniscus. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Final product met predetermined specifications upon release to distribution. Correction.

Event description:
It was reported a failure to deploy t1 & t2 - trigger mechanism not releasing - especially on t2. It is unknown if backup was available and how the issue was resolved. There was no delay and no patient injuries were reported.